Event description:
Info was provided that the catheter on balloon separated at the tip, leaving the tip in the pt. The next day, it was surgically removed. The current status of the pt is unk.

Manufacturer narrative:
An examination of the returned used and damaged device, found the balloon was circumferentially torn 2 cm from the proximal bond. The balloon material of the separated segment was covering the distal tip of the device. The tip material was separated approx 1 cm from the distal end. The tip material connected to the shaft was severely elongated to 10 cm. A 2 cm segment of the tip material from the proximal balloon bond was accordioned. There was a large amount of biological matter present in the balloon material of the separated segment. The condition of the returned products suggests that the balloon ruptured and the customer experienced difficulty removing the device. Without add'l info, it is difficult to determine a root cause for the rupture. It is possible that the balloon was heavily constricted and/or over-inflated, resulting in the circumferential rupture. Info was not provided regarding the inflation pressure at the time of balloon rupture. The customer most likely experienced difficulty during withdrawal through the sheath. The elongation of the tip material and the condition of the balloon material on the separated fragment indicate that the device experienced excessive pressure that lead to separation of the material. The tip material could have accordioned after elongation and manipulation of the wire guide in the device. Per specification, this device is inspected, to ensure that the material is free of defects and damage, ensuring the integrity of the distal and proximal bonds. In addition, each device is leak tested. The device is shipped with an instructions for use (IFU), that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The rated burst pressure of 15 atm/bar is documented in the IFU and on the product label. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated, and no add'l actions are required at this time.